Event description:
The customer reported via phone call that the insulin pump alarmed button error, which could not be cleared. The customer did not know the blood glucose reading. The customer stated that she had received a missed bolus reminder, which she could not clear. She then changed the battery, leading to the button error alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked case at the display window corner and a cracked reservoir tube lip.